Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted into the patient.

Event description:
The patient was undergoing coil embolization procedure in the splenic artery using pod packing coils (podjs). During the procedure, while advancing a podj through a lantern delivery microcatheter (lantern), the physician experienced resistance, then adjusted the lantern and made another attempt to advance and retract the coil. The podj was advanced half way out of the lantern but the physician wanted to adjust the coil so he attempted to retract the coil back into the lantern. However, while the podj was being retracted, it unintentionally detached. Therefore, the physician flushed the detached coil out of the lantern and into the aneurysm. The procedure was then completed using an additional podj and the same lantern. There was no report of an adverse effect to the patient.